Manufacturer narrative:
The pump passed the displacement test and self test. No pump error 54 or pump error 3 alarms noted during testing however, the formatted history file confirmed pump error 54 (line number (B)(4) file number (B)(4)) alarm due to software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarm. Customer stated that they were able to clear alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.